Manufacturer narrative:
Additional information was received on august 11, 2016. The evaluation of the provided information has been made available as no lot numbers were provided for the devices, the device history records could not be reviewed. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was(were) unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history was unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) consider this case as closed. Nevertheless, should additional information become available to us, a follow up report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
After investigation review it was discovered that the patient was implanted the biolox ceramic head on (B)(6) 2009. It is unknown if patient was revised already. No more information was provided and it is unknown if the patient was already revised.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted with a biolox ceramic head (device details unknown) on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.